Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 12 february 2020 and 8 october 2020 showed the rv pacing impedance during the whole period with vales of greater than or equal to 3000 ohms. The analysis of the provided iegm episodes revealed artifacts on the farfield and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 171 months, oversensing on the ventricular channel was reported. The physician decided to follow the patient with homemonitoring.